Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer stated that the event occurred in (B)(6) 2019. Since the exact event date was not available, it was captured as (B)(6) 2019. The model # was not provided.

Event description:
The customer reported that she obtained differences of 40 mg/dl to 100 mg/dl when she compared the blood glucose readings on her contour next ez meters. No specific readings were provided. The customer stated that she had eight contour next ez meters and was receiving inaccurate readings on all the meters. The customer stated that she was hospitalized in october 2019 due to inaccurate readings obtained on the contour next ez meters. She was experiencing symptoms such as tiredness and weakness. No further event details were provided by the customer. The customer was advised to return the test strips for evaluation. Replacement meter kits were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned all 8 contour next ez meters associated with the event for evaluation. An in-house testing was performed using the returned meters with in-house contour next test strips, which gave satisfactory performance. Model # of the device has been updated in section d4.